Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at the ipg site. The patient stated she fell and the ipg seems to have migrated from the original location. Follow up identified the patient stated she feels a shocking sensation at the ipg site when the stimulation is turned on. X-ray showed the connection of the lead at the ipg was obstructed. The patient's physician explanted and replaced the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the reported issue was resolved with the replacement of the patient's scs ipg.